Event description:
Compliant received on (B)(6) 2009 from a lawyer detailing that a (B)(6) old female was injected in lips and border of lips with evolence in or about (B)(6) 2007. Since being injected with the product, plaintiff has and continues to have visible nodules in her lips as a consequence of which her lips have been disfigured. She had and continues to suffer numerous infections in her lips. She has and continues to suffer abscesses in her lips during which yellowish substance has leaked out. No further clinical information is available. This closed out this report unless additional, significant information is received. Report sent to FDA on (B)(6) 2010.